Event description:
Facility reported the upon the opening the package, a kink was noted in the arterial portion of the set. The set was unuseable for patient care. The sample is available for evaluation.